Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the device found that only the stent of this device was returned. The stent delivery system (sds) was not returned. The stent was damaged along it's entire length. The outer diameter (od) of the stent damage was approximately 1.50mm. The stent length was measured at 44mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 85% stenosed, 4.0mm in diameter, 10 mm in length, significant bend of <90, concentric lesion being treated was located in the mildly tortuous, mildly calcified bypass graft to the mid right coronary artery (rca). The lesion was predilated with an unspecified 3.0x15mm balloon, inflated to 10 atms. The physician attempted to place the 4.0x20mm promus element stent, but was unable to cross the lesion. During withdrawal, the stent delivery system hooked on the unspecified guide catheter. Upon removal the stent was found to have moved on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 85% stenosed, 4.0mm in diameter, 10 mm in length, significant bend of <90, concentric lesion being treated was located in the mildly tortuous, mildly calcified bypass graft to the mid right coronary artery (rca). The lesion was predilated with an unspecified 3.0x15mm balloon, inflated to 10 atms. The physician attempted to place the 4.0x20mm promus element stent, but was unable to cross the lesion. During withdrawal, the stent delivery system 'hooked' on the unspecified guide catheter. Upon removal the stent was found to have moved on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.